Event description:
Physician reported right side capsular contracture (baker grade IV). The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture (baker grade IV)."

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.